Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by overrotation of the inner coil during the extension or retraction of the fixation helix. In addition, cuts in the insulation were observed which most likely occurred during the explantation procedure. Blood penetrated the lead in these areas. During the mechanical inspection, a stylet intended to be used with this lead could be inserted and advanced within the lead's lumen only with resistance. Subsequent analysis revealed the presence of coagulated blood along the inner coil of the lead. These blood residuals were most likely introduced into the lead by means of stylets used during the surgery. With regard to the issues mentioned in the complaint description, the analysis of the lead did not show any deviations. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This system was removed due to infection. This system was replaced on the right side with another system. On (B)(6) 2011 - additional information was provided to us today. The physician had reopened this pocked because this lead had non-capture and a suspected perforation of the lead body. It is at that time when they discovered a white milky substance in the pocket and decided to remove the system for infection.